Event description:
The 3303 pulse oximeter was attached to the patient. The monitor would normally beep when the heart rate was too high or the saturation was low. After the battery was replaced by the caregiver, the caregiver noticed that the beep was "squeaky or distorted." After a couple of months of distorted volume, the caregiver noticed when the spo2 value was low or the pulse rate was high, the numbers would visually flash (visual alarm), but no audible beep (audible alarm). The caregiver checked the volume of the monitor, and noticed that the alarm volume was not turned off or turned down to the minimum setting. The caregiver increased the amount of oxygen to the patient. No injury to the patient was reported.

Manufacturer narrative:
A replacement 3303 spo2 monitor with alarms was provided to the customer. The suspect device was returned to the smiths medical technical service department for eval. Technical service observed the device had no audio. The device was provided to manufacturing engineering for further evaluation. Manufacturing engineering noted the device alarms were set to high sat: off, low sat: 89, high bpm: 125, low bpm: 50. Manufacturing engineering found a large amount of contamination inside the speaker. It appears that liquid entered the speaker and dried, resulting in the speaker's inability to function properly. It appears that the failure was customer induced. The 3303 spo2 monitor with alarms has been in use for approximately 6.5 years. Within this time period, the device was returned once on 03/2/2005; the charger jack was repaired. (B) (4). (B) (4). (B) (4). (B) (4). (B) (4).